Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the serter device did not release the sensor after the second button press. The blood glucose reading was 450 mg/dl. Customer treated with the insulin pump. Nothing further was reported.